Event description:
Flush port got clogged on fara pulse catheter, another was opened to finish the case no patient harm occurred. Clinical site notified mfg rep [manufacturing representative] directly about event and returning device. Manufacturer response for ablation catheter, fara wave pulsed field ablation catheter (per site reporter).